Event description:
End user alleges while occupying the motorized wheelchair, without being properly secured with a seat belt, he leaned over to retrieve an item, and fell out of the unit, allegedly resulting in injury to his hip.

Manufacturer narrative:
No malfunction of motorized wheelchair is suspected. The owner's manual warns, "do not reach over the back of the chair or lean excessively forward or sideways", and "always use the seat belt" and "keep your seat belt fastened."